Event description:
Additionally the patient reported having some radiation which is causing capsular contracture, baker grade unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported right side "breast enlargement or hardening, persistent pain, lump in the breast or armpit, or a large fluid collection surrounding an implant." Device remains implanted.